Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed the dat test at 0.08780 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an under delivery and customer experienced high blood glucose level. Customer¿s blood glucose was 20 mmol/l and 17 mmol/l. Customer¿s current blood glucose was 18.3 mmol/l. Customer was experienced symptoms such as headache. Drive support cap was normal. Customer reported that they treated with insulin pump. Customer was alleging the insulin pump because blood glucose remaining high even after multiple bolus and set changes. Troubleshooting was done for high blood glucose level and under delivery. The insulin pump will not return for the analysis.